Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. D1 - primary UDI number: unknown. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
After monitoring was complete, dr. Minasian explained that when she went to remove the probe out of the patient post op, part of the wire and the crystal transducer did not come out with the rest of the probe and was left behind in patient.

Event description:
After monitoring was complete, dr. (B)(6) explained that when she went to remove the probe out of the patient post op, part of the wire and the crystal transducer did not come out with the rest of the probe and was left behind in patient.

Manufacturer narrative:
Blank fields on this form indicated the information is unknown, unchanged, or unavailable. The device was not returned for the complaint and per complaint, part of device was disposed of and the other is not retrievable due to being inside of the patient; therefore, a physical investigation could not be performed, and the customer's complaint could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "part of the wire and the crystal transducer did not come out with the rest of the probe." Per complaint information/attachments/communication, it was stated that the device (probe) was used on a patient where the device was not longer able to retrieve from within the patient. It was also stated that the instructions for use were addressed and to let the surgeon know the metal wire part of the probe has not been tested for MRI compatibility, while any of the wire is present within the patient. The device history record (DHR) was unable to be reviewed. The lot specific to this complaint device was unknown. This complaint mode will be tracked, trended and monitored in cvi complaint handling and post market surveillance procedures. A risk assessment will be performed within the complaint summary tab of trackwise. The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation and the lot of the device was unknown. D4 - lot #: unknown. D4 - serial #: unknown. D4 - primary UDI number: unknown. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.